Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter had a date/time issue. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 11:20am. The patient manages their diabetes with a combination of pills, diet and/or exercise and denied making any changes to their usual routine in response to the alleged issue. The patient claimed that they developed symptoms of sweating approximately 15 minutes after the alleged issue occurred and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting the cca noted that it was the first time the meter had been used and that the issue was resolved with troubleshooting. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after the date/time issue occurred.